Manufacturer narrative:
Additional narrative: UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
This is report 2 of 2 for (B)(4). It was reported by the affiliate in (B)(4) that during an unknown orthopedic procedure on (B)(6) 2022, it was observed that the anchors on two gryphon peek w/proknot devices came out of the bone upon insertion. There were no adverse patient consequences nor surgical delay reported. No additional information was provided. This complaint involves two (2) devices.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H6: the actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received and evaluated. The device's shaft is in good condition, no structural anomalies were found. The anchor has some marks of the bone. A manufacturing record evaluation was performed for the finished device 6l68492 number, and no non-conformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection performed, this complaint can be confirmed. The possible root cause for the reported issue can be attributed to procedural variables, such handling of the device or product interaction during procedure, the bone hole preparation was not adequate or the bone quality was poor; as per IFU; incomplete insertion or poor bone quality may result in anchor pullout. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: the complaint device is not being returned, therefore unavailable for a physical evaluation, however a photo was provided. Upon visual inspection of the photo, the anchor is shown over its box, the threads shows marks of use. The shaft has no structural anomalies. A manufacturing record evaluation was performed for the finished device 6l68492 number, and no non-conformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection performed on the photo, this complaint can be confirmed. The root cause for the reported issue can be attributed to procedural variables, such handling of the device or product interaction during procedure, the bone hole preparation was not adequate or the bone quality was poor; as per the instructions for use; incomplete insertion or poor bone quality may result in anchor pullout. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.